Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic evaluation, the device had prematurely reached elective replacement indicator three months prior when the battery longevity was stable. The asymptomatic patient had been scheduled to come into the hospital as a result of the recent advisory. The patient indicated feeling the vibratory alert go off. The device was explanted and replaced. No further information is available.